Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using lab stock batteries; however, led segments on the led digits failed to fully light up. The device was able to obtain measurements using masimo sensor. Internal inspection revealed the "d2" led segment on the system circuit board had an open circuit across its nodes, preventing the display from showing all the led lights. (B)(6). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported segment missing from the 1st digit on the led. No consequences or impact to patient was reported.